Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the ventilator had unstable volume readings. The customer attempted to calibrate, characterize, reseat the gde, (gas delivered engine) check all connections and used a clean flow sensor and atpd( ambient temperature, ambient temperature, dry) correction. The delivered volume was still way above 10 percent of the set specification. There was no patient involvement.